Event description:
Additional information received noting that the patient's lead was explanted the same time their generator was.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient presented with an infection and was referred to surgery to have their device explanted. The patient then had their generator explanted. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. Design history record review for the generator performed. The generator was confirmed to have been sterilized prior to distribution into the field. The device passed all specifications. No additional or relevant information has been received to date.